Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic urological procedure for around urinary bladder, a clank sound was heard when the doctor who used the enseal device for the first time had grasped the handle of the device fully without pressing the activation button to the end in the middle of the operation. After that, the handle became not able to be opened. The tissue around the jaw was ligated and then, the device was removed from the patient by cutting the tissue with a cooper scissors. Another device was used to complete the case. There were no adverse consequences to the patient. It seems that the doctor had confused the usage of enseal with the usage of covidien¿s ligasure.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the jaws stuck closed. Upon visual inspection it was noticed that there was tissue stuck between the jaws. The jaws were forcibly opened by pulling the lever, the tissue was removed. The instrument was then mechanically tested and the jaws worked as intended. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No abnormal sounds were heard at any time during testing. The excessive body fluids and tissue influenced the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. It is recommended to allow thick and fibrous tissues to denature prior to I-blade advancement to avoid this type of situations.